Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that an elective replacement indicator (eri) was seen on the patient's non-rechargeable neurostimulator. Caller stated they thought the neurostimulator (ins) was supposed to last longer than that. Caller reported eri event occurred the friday before christmas. Caller stated patient lost their patient programmer and recently received a new on from foundation care also on the friday before christmas. Caller reported on patient programmer (pp) that there was poor communication. Caller stated since patient received pp caller had only seen the poor communication screen and eri. It was reported the patient uses an antenna. Caller was seeing the poor communication. Caller stated caller has the pp antenna, but pp antenna was not plugged in when caller attempted to connect during the call. Patient services walked patient through connecting pp to ins with pp antenna. Troubleshooting resolved the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient's family member. It was reported that the patient has been moved from texas to iowa and during that move, patient lost their programmer. A new programmer was sent. When they synched the new programmer with the ins, that's when they got the poor communication/eri error message, so the cause is unknown. That is when the call to manufacturer was placed. They recommended to see the pain management physician who works with devices. Patient has an appointment with the family doctor on (B)(6) 2018 who will refer them to a pain management doctor. They did not know what patient's weight was at the time of the event. Caller stated that after that appointment, they will call the manufacturer and provide them with an additional info they might have. No further complications were reported/anticipated.